Manufacturer narrative:
Analysis of suspect motor battery charger board found an electrical problem: confirmed reported problem "top left charging circuit isn't working right; blinking led fluctuating voltage." Charger board failed bench level testing. Two capacitors are leaking and solder is splashed on one of the leaking caps. Test fixture testing shows 4.1v with the 4.1v fluctuating between 3.91vdc and 4.12vdc. 24vdc fan test failed as well with the 24vdc expected, measuring 0vdc. Channel a voltages measurements all fall outside the expected tolerances. Channels b, c and d measured voltages were all in range. Motor battery charger board is defective. Analysis of suspect pfc board found an electrical problem: confirmed reported problem "power resister overheated due to fan not working properly" fan is not turning properly, has a cogging feeling when turn by hand. Resister on heat sink has been damaged with a lead not connected. Resister is open. Part replacement on the system in the field resolved issue.

Manufacturer narrative:
Return requested. Replacement pfc board (B)(4) shipped to site (B)(6) 2015. Suspect pfc board (B)(4) returned to medtronic for investigation on (B)(6) 2015 and is currently under analysis. Return requested. Replacement motor battery charger shipped to site (B)(6) 2015. Suspect motor battery charger returned to medtronic for investigation on (B)(6) 2015 and is currently under analysis. (B)(6) 2015 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Conclusion is that the motor charger board began to fail, thus causing the cooling fan to fail on the pfc (B)(4) board, causing the large resistor to overheat and fail, which was the cause of the loud pop, smoke, and smell. It was not possible to find the pfc (B)(4) board failure until the pfc (B)(4) board was replaced. The medtronic representative replaced the pfc (B)(4) board and started to test the system. Also, replaced the motor battery charger board and then put the system through a full test. Everything is now working as expected. System performed as intended.

Event description:
A medtronic representative received a report from a site trimedx representative that they heard a loud pop and then saw smoke coming from near their imaging system. The imaging system was not powering on. No further details regarding the issue were provided. There was no patient present when this issue was identified.